Event description:
The user facility reported that a patient had an impella cp and extracorporeal membrane oxygenation (ECMO) support ongoing for cardiogenic shock. The pump was supporting for seven hours when the patient expired from bleeding that originated at the ECMO site. The contribution of the heparin in the impella purge and impella cp use and any contribution to the death is not known. The bleeding made stabilization of the patient difficult and the patient expired.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.